Manufacturer narrative:
(B)(4). The device serial number was not identified; therefore, review of the device history record could not be performed.

Event description:
Customer reported a patient was getting a 800 ml bolus of 0.9% saline. The physician ordered a one time dose of 3% saline 100 ml. Pharmacy sent up a 500ml bag of 3% saline. User hung the 3% as a secondary and could not find a guardrails selection, so used a custom concentration and programmed vtbi for 100ml and rate of 100. When the 100ml completed the pump reverted back to the bolus feature and the 3% continued at that rate. The patient got 200 ml more than intended. No patient harm or medical intervention occurred; however, more frequent lab draws occurred to check the patient's sodium level. Patient eventually discharged. No product will be returned. Performance testing, done by the facility's biomed, did not identify any issues with the device and concluded the event was due to a user programming issue.